Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump shutdown. The customer did not know how the pump had shutdown, but advised that they were not using the pump for insulin therapy so there was no impact to customer's blood glucose levels. Reportedly the customer had an alternate pump for insulin therapy. The customer declined to provide any further details and abruptly ended the call.